Event description:
It was reported by a nurse that the customer was hospitalized for high blood glucose levels with a reading of 581 mg/dl. The customer was also spilling ketones. The customer later called for troubleshooting. The insulin pump was programed correctly. The insulin pump also passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.